Event description:
A nurse reported that a peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the pd clinic. The patient¿s spouse contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025 around 10:30am to report that the patient had passed away. The patient had been in treatment connected to the liberty select cycler when she began vomiting. The vomit was black in color. The spouse did an emergency disconnect from the treatment and called 911. When emergency medical services (ems) arrived, the patient was not responsive. Ems attempted to resuscitate the patient but were unsuccessful. The cause of death is unknown. There were no reported issues with the liberty select cycler or the patient¿s treatment prior to the event. No additional information was available pertaining to the death.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. Additional information was obtained through follow-up with the pd clinic. The patient¿s spouse contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025 around 10:30am to report that the patient had passed away. The patient had been in treatment connected to the liberty select cycler when she began vomiting. The vomit was black in color. The spouse did an emergency disconnect from the treatment and called 911. When emergency medical services (ems) arrived, the patient was not responsive. Ems attempted to resuscitate the patient but were unsuccessful. The cause of death is unknown. There were no reported issues with the liberty select cycler or the patient¿s treatment prior to the event. No additional information was available pertaining to the death.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient reportedly began vomiting black matter prior to becoming unresponsive. Although the cause of death was not confirmed, this is an indication of a gastrointestinal (gi) bleed. If the patient did have a significant bleed, she could have gone into hypovolemic shock causing cardiac arrest and death which would have been why the patient was unresponsive when paramedics arrived. However, without additional information, that cannot be confirmed. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.